Event description:
It was reported "it was reported that the patient developed bladder tamponade on (B)(6) 2025, eight months after the surgery. The condition improved with continuous bladder irrigation, but a late CT scan revealed migration of the implant, and a transurethral resection of the prostate (turp) was performed". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Device history record review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that the patient developed bladder tamponade on (B)(6) 2025, eight months after the surgery. The condition improved with continuous bladder irrigation, but a late CT scan revealed migration of the implant, and a transurethral resection of the prostate (turp) was performed". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).